Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced iris pigmentation migration. After 6 weeks post-operative the pigmentation/opacity is still present with no improvement in visual acuity. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated cartridge and handpiece information was not provided. It is unknown if a qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).